Event description:
A customer reported when inserting the locking sleeve of the compression module into the module receptacle of the frame, the compression module would not lock into place. They further reported the damage to the locking sleeve. They reported that this did not occur during patient use.

Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known.